Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. .

Event description:
It was reported that 2 syringe integra 3ml w/ndl 23x1 rb failed to contain medication during use. The following was reported by the initial reporter: "it was reported that the syringe exploded and medication leaked everywhere as well as droplets visible inside the barrel. Per snow verbatim: pharmacist reported an issue on behalf of consumer stated, testosterone leaked along side barrell when taking injection stated, she has the syringes and you can still see droplets of medication inside barrell stated, it occurred twice in the same day pharmacist stated, the consumers exact words were: "during injection, the syringe exploded and medication leaked everywhere" stated, consumer wants money back on medication lost. 2 syringes affected"